Event description:
Information received by medtronic indicated that the insulin pump had crack on the back of it. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). The customer reported a crack on the pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rails, missing serial number label, cracked middle (enter) keypad button. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The boards were taken out of the case and inserted into a known good case. The boards were able to power up normally. Next the battery spring inside the battery compartment of the original case was wiped down with isopropyl alcohol. The boards were then reinserted back into their original case and was able to power up normally. In summary, the customer¿s report of a crack on the pump was confirmed during visual inspection. The blank display was due to a corroded battery spring inside the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.